Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached 774 mg/dl. For treatment, the patient stated he received medical treatment, but was not specific. The patient only stated that they had intravenous (IV)'s and medications. The pod was worn between 4 and 24 hours on the abdomen and then removed.